Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion due to high left ventricular (lv) lead threshold. The device was explanted and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.